Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was having issues with her remote. The patient stated that she went back in to her healthcare professional (hcp) a week or so before the report and they did some reprogramming for adaptive stimulation and they put on a higher intensity; the prior settings were at 2.1 or 2.2 and they increased to 5.1 and 5.4. The patient said that sometimes she noticed in the evenings that she was hurting really bad so she went to turn her machine up and when she did she got a setting not available/cannot provide desired intensity settings message. The patient said she charged to 100% every day and when she first got the ins, she was charging every other day, she was set at a lower intensity and it would get down to maybe 70%.the patient stated that she did not realize being on higher intensity caused her to have to charge more and in the past had seen this before but she would charge and press ok and it would be ok and she did go all the way down to where the ins was dead; this was resolved by recharging. The patient said she just got done charging to 100%, it took about a half hour but if she turns it off and back on, she gets that message with a 15 in the corner. During the call, the patient also said when she had problems with the machine she called the manufacturer representative (rep) and they arranged to meet her at the hcp office. During the call, the patient was successful in reducing stimulation and then increasing to her desired settings however when she turned it off and back on, she got the message. The patient said that she sews and overdid it yesterday with some cutting, went from using a walker to using a cane and also reported pain at the ins site. The patient was directed to her hcp and the patient said she had a appointment next week and would call the reps. No further complications were reported/anticipated.